Manufacturer narrative:
Sample from the patients was requested for investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable (B)(6) pt elecsys results for two patient that were known to be (B)(6) for (B)(6) from a cobas 8000 analyzer. The serial number was requested but was not provided. Patient 1: on (B)(6) 2020, the elecsys (B)(6) pt result was (B)(6). On (B)(6) 2020, the elecsys (B)(6) pt result from a new sample was (B)(6). Patient 2: on (B)(6) 2020, the elecsys (B)(6) pt result was (B)(6). On (B)(6) 2020, the elecsys (B)(6) pt result was (B)(6). On (B)(6) 2020, the elecsys (B)(6) pt result from a new sample was (B)(6). The questionable results were reported outside of the laboratory.

Manufacturer narrative:
Medwatch field b7 was updated.

Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified during a review of the customer's alarm trace data. No patient samples could be provided for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.